Event description:
It was reported there is intermittent ability to interrogate devices. The programmer and radiofrequency (rf) head were returned for repair. The rf head was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable was out of electrical specification, causing the intermittent ability to interrogate devices. (B)(4).